Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-01112 and 01113.

Manufacturer narrative:
This is one of two device reports associated with this event. Associated MFR report #s 1225714-2014-01112 and 1225714-2014-01113. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted the patient experienced sudden cardiac arrest and sudden cardiac death, which is alleged to have been caused by the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011 after the use of the product.